Event description:
I respectfully request urgent attention and an independent verification of the safety of the medical device profhilo (hyaluronic acid, "biostimulator"), manufactured by ibsa farmaceutici italia s.r.l. This product is widely used in aesthetic treatments and is marketed as biocompatible and free from immunological risks. In (B)(6) 2022, I underwent a procedure involving profhilo. Following the injection, I experienced very serious complications: persistent swelling, facial deformation, chronic inflammation, significant tissue volume loss, and progressive degradation of skin structure with fibrosis seen on usg months after injection. Even after hyaluronidase was administered ¿ after 17 months of persistent swelling and added volume, it took months to see partial improvement, and to this day, ultrasound scans reveal tissue abnormalities (fibrosis and deep fat pads loss). According to dr. Casabona (spain), a specialist in aesthetic complications, profhilo may trigger strong inflammatory responses, may act like a typical hyaluronic acid filler with typical complications, and its safety profile remains insufficiently documented. Similar concerns are increasingly voiced on forums, social media, and patient communities. Many individuals report comparable symptoms, such as swelling, facial asymmetry, "pillow face", and inflammation. I hereby request: 1. An independent assessment of the risks and clinical data related to profhilo. 2. A review of studies concerning the mechanism of action and persistence of the substance in tissues. 3. Verification of the manufacturer's procedures for safety monitoring and adverse event reporting. 4. Collection and evaluation of reports from national authorities and patient feedback regarding adverse reactions. 5. A detailed evaluation of the predictability of the product's effects in clinical practice, especially in light of the many public complaints indicating a high degree of unpredictability and divergence from advertised outcomes. I have personally experienced how unpredictable and divergent from its advertised properties this product can be. In my opinion, tissue stimulators are not sufficiently studied to be marketed so broadly and confidently. Although the procedure was performed in a dermatological clinic, the product was administered by a non-physician, which I find alarming and dangerous. I have incurred significant financial and psychological costs due to the complications and their treatment. Although the product is promoted as having a high safety profile, it can lead to severe, long-term complications. In my case, this will require surgical intervention with fat grafting to restore lost volume. These complications have had a substantial impact on my life, mental health, and professional wellbeing. Furthermore, I would like to emphasize that I reported this complication to the national polish medicines authority (urpl), to the clinic, and to the manufacturer over a year ago. However, I believe that these reports have been ignored. I have had to pursue treatment entirely on my own, and through contact with other individuals who are also suffering complications following profhilo injections, I am convinced that this issue must be addressed by authorities at the highest level of public health protection. I consider this product to be dangerous due to its unpredictable effects and the serious harm it can cause to young women like me. I also formally request that, as an affected party, I be granted access to all available safety reports related to profhilo, in particular: ¿results of clinical studies, ¿risk assessments, ¿evidence on the mechanism of action and biodegradation timeline, ¿and the claim that the product fully resorbs within 30 days. Despite the manufacturer acknowledging my report of complications, they have not provided any data confirming the product's efficacy or safety. Other patients' reports (B)(6). 100% healthy, no problems with health.